Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found that the stimulation body conductor was broken less than 5 centimeters from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated from 67 to 11. Result code updated from 3221 to 3233. Method code updated from 4114 to 4118. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, ubd: 01/16/2017, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the extension was fractured intra-operatively. All impedances were 40,000 ohms or greater except the impedance of c & 1 circuit. All the impedance returned to normal following replacing the extension. Impedance was measured with an alligator cable. The above abnormal impedance was observed for the pair of the lead and the extension, and the impedance was normal for the lead alone. Accordingly, the anomaly of extension was judged and impedance became normal following replacing the extension. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the replacement was due to the fracture of the extension. When replacing the new one, the reported extension was connected and pulling up was attempted and then the reported extension was fractured. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.